Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 10mm x 3.00 mm wolverine cororary cutting balloon monorail was used to dilate the lesion. When the wolverine was crossing the lesion, the device ruptured due to severe calcification. The balloon was removed and the procedure was completed with a non bsc device. No patient complications were reported and the patient status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 10mm x 3.00 mm wolverine cororary cutting balloon monorail was used to dilate the lesion. When the wolverine was crossing the lesion, the device ruptured due to severe calcification. The balloon was removed and the procedure was completed with a non bsc device. No patient complications were reported and the patient status was good. Device evaluated by MFR: based on the potential root causes identified, the following attributes were examined: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no kinks or issues with the shaft or hypotube of the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.